Event description:
It was reported that material separation occurred. Event summary: a 7x150x130 innova stent was selected for use in a procedure in the superficial femoral artery. During the procedure, it was noted that parts of the carrier material came off during stent implantation. The fragments were retrieved using a retrieval catheter. No patient complications have been reported at this time and patient was reported as stable post procedure.

Manufacturer narrative:
Device returned and evaluated by manufacturer. The returned product consisted of an innova stent delivery system. The outer sheath, tip and the remainder of the device were checked for damage. The catheter shaft showed a kink at the nosecone. There was damage located .5cm from the proximal side of the marker band. The stent was deployed into the patient. The blue pull handle rack was broken. No catheter material separation was noticed. No coating issues were noticed on the catheter shaft. Inspection of the remainder of the device, apart from the observed issue, revealed no other issues or irregularities.

Event description:
It was reported that material separation occurred. A 7x150x130 innova stent was selected for use in a procedure in the superficial femoral artery. During the procedure, it was noted that parts of the carrier material came off during stent implantation. The fragments were retrieved using a retrieval catheter. No patient complications have been reported at this time and patient was reported as stable post procedure.